Manufacturer narrative:
Device evaluation of electrode belt has been completed at the distributor. The reported problem (non-functional ecgs) has been confirmed. Upon evaluation of the electrode belt, the electrode belt had non-functional ecgs. The cause was isolated to multiple wires being shorted. The root cause for the shorted wires could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.